Manufacturer narrative:
The insulin pump was unable to perform displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and no delivery due to motor alarms. The unit had minor scratched display window, cracked battery tube threads, reservoir tube, reservoir tube window and reservoir tube lip.

Manufacturer narrative:
This information was not provided with the initial report. This information has been provided with this report. Insulin pump had constant motor error during rewind due to motor encoder signal out of phase.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading was unknown. Nothing further reported.